Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), product type: implantable neurostimulator.

Event description:
A health care provider (hcp) reported that the patient experienced a shocking sensation from their mouth down to their arm every 15 minutes predominately on their right side. The patient did experience a couple episodes of shocking on the right side. The patient's implantable neurostimulators (ins) were interrogated and impedances were measured to be normal. The left and right inss were programmed using electrodes 0- and 3+. The hcp did not measure therapy impedances. The inss had been replaced since the shocking began because they were getting low. Since the ins replacement, stimulation had been titrated up; however, the hcp did not feel like there was a change in the patient's therapy related to the shocking sensation. X-rays were done, but they did not show anything that would suggest what the problem was. The hcp was going to follow up with the patient's managing physician to do more troubleshooting. No further patient complications were reported. The patient's indication for use is essential tremor. Refer to manufacturer report #3004209178-2017-21833.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the cause of the shocking was unknown. The patient was receiving therapy, as the symptoms were too troublesome with the device turned off. The issue had not been resolved.